Manufacturer narrative:
Further information was requested but not received. UDI is not available as product information was not provided.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the low voltage lead failed to extend despite the helix locking tool (hlt) being positioned at the proximal end of the lead. Torque could not be effectively transmitted to the distal lead tip. It was unknown if the lead was replaced. The patient was in stable condition.